Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6)2017 with blood glucose of over 500 mg/dl and at 400 mg/dl prior to hospitalization. Customer's blood glucose reading was 300 mg/dl at the time of call. Customer's parent stated that the insulin pump did not give an alarm and there was an issue with the infusion set cannula being bent. The customer experienced symptoms such as feeling sick. The customer was treated with insulin pump and IV drip. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The infusion set tubing was kinked and cannula was slightly bent. Customer's parent was advised to have customer change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis. Infusion set will be returned.